Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was turned with some external damage. Frequency and tidal volume testing was performed. The reported issue was confirmed, and the tidal volume was out of specification. The issue was due to the rotary flow valve assembly, which was replaced to resolve the issue.

Event description:
Information was received stating device reading for tidal volume was out of spec. Incident was discovered during testing, and no alarm sounded; no patient involvement.